Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed pocket erosion approximately eighteen months post implant of their implantable cardioverter defibrillator (ICD) system. A pocket revision was completed and the ICD system remains in use. No further patient complications have been reported as a result of this event.